Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into four fragments which were received and subjected to an extensive analysis. The analysis of the lead revealed severe explantation damages. The distal lead fragment was stretched, whereby the conductor cables to the shock coil and to the ring electrode were found coiled. Furthermore the distal shock coil and the fixation helix were found deformed. It is reasonable to assume that mechanical forces applied during the explantation procedure led to these damages. With regard to the issues mentioned in the complaint description, the analysis did not show any deviation which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 21 months, low sensing values of <2mv were reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported. The implant date was not provided.